Manufacturer narrative:
Functional evaluation and archive review of the returned autopulse platform was performed and the reported issue of ua44 (battery voltage too low during compression) error message upon powering on was not confirmed, however, ua41 (patient temperature sensor failure) was observed during the initial functional testing and archive review. The temperature sensor was replaced to remedy the issue. Once completed, the autopulse passed the final functional test with no faults or issue observed. Visual inspection was performed and found the front enclosure of the platform was cracked and with sticky clutch. This defect may be related to normal wear and tear as this platform was manufactured on 07/24/15. Archive review was performed and found numerous of faults of ua41 (patient temperature sensor failure) appeared on (B)(6) 2016. There were no ua44 (battery voltage too low during compression) error message found on the log. Additionally, unrelated to the reported complaint the front enclosure of the platform was replaced and deburring was performed to remedy the sticky clutch. Once completed, the autopulse passed the ltrf (large resuscitation test fixture) testing and final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed ua44 (battery voltage too low during compression) error message upon powering on. No patient involvement was reported.